Event description:
Equipment is ge 1.5 tesla hdxt 16 channel MRI. Pt had lumbar MRI. Pt had surgical plate and screw in proximal humerus. Plate is on lateral side. During MRI pt reported arm pain. The pt reports arm pain since the time of the MRI. No definitive diagnosis has been provided other than arm pain post procedure, however, pt continues to have arm pain.